Event description:
It was reported that the physician¿s handheld device failed to charge recently, and the physician believes the issue is related to the power adapter cord. A replacement power cord was provided. However, the faulty power adapter cord has not been received to date.